Event description:
It was reported that the customer's insulin pump was dropped and cracked at the reservoir and battery compartment. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with a loose drive support disk and broken reservoir tube lip.